Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively during cage insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, d4, d9, h3, h4. H6: coding has been updated to reflect completion of the investigation.

Event description:
The proximal threads of the device were confirmed to be deformed.